Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), salpingitis ("chronic salpingitis") and genital haemorrhage ("heavy bleeding/bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included stomach ache, vaginal bleeding, pelvic adhesions, nickel sensitivity, parity 3, c-section, premature labor and septoplasty. Previously administered products included for an unreported indication: amoxicillin and nuvaring. Past adverse reactions to the above products included urticaria with amoxicillin. Concurrent conditions included headache, abdominal pain lower, knee pain, pain ankle, vomited, irregular menstrual cycle, heavy periods, nickel sensitivity, hand pain, hepatitis c, adhesion, migraine and nasal septum deviation. Concomitant products included cyclobenzaprine hydrochloride (flexeril) since 2000, naproxen, paracetamol (tylenol), rizatriptan (maxalt) since 2000 and vicodin. In 2012, the patient experienced allergy to metals ("nickel allergy/nickel allergy") and vaginal discharge ("vaginal discharge/vaginal discharge"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, 28 days after insertion of essure, the patient experienced abdominal distension ("bloating/gastrointestinal or digestive system condition type: bloating/stomach swollen"), pelvic pain ("pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced nausea ("nausea/nausea"). In 2013, the patient experienced abdominal pain ("abdominal pain/abdominal pain"), back pain ("back pain") and weight increased ("weight gain"). On (B)(6) 2013, the patient experienced rash ("skin rashes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain lower both side pain/cramping") and complication of device removal ("reopened my c-section site to cut the tubes out./complication of device removal"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, salpingitis, abdominal distension, rash, back pain, pelvic pain, nausea, dysmenorrhoea, vaginal discharge, weight increased, menorrhagia, vaginal haemorrhage and complication of device removal outcome was unknown and the genital haemorrhage, abdominal pain, allergy to metals and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, complication of device removal, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, salpingitis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2013, surgical removal of coil and on (B)(6) 2015, hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, dysmenorrhea, abdominal pain lower. Most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received: added new event :complication of device removal and updated event onset dates. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), salpingitis ('chronic salpingitis') and genital haemorrhage ('heavy bleeding/bleeding') in a 28-year-old female patient who had essure (batch no. A45112,a46112-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test: no". The patient's medical history included stomach ache, vaginal bleeding, pelvic adhesions, nickel sensitivity, parity 3, c-section, premature labor, septoplasty and abdominal adhesions. Previously administered products included for an unreported indication: amoxicillin and nuvaring. Past adverse reactions to the above products included urticaria with amoxicillin. Concurrent conditions included headache, abdominal pain lower, knee pain, pain ankle, vomited, irregular menstrual cycle, heavy periods, nickel sensitivity, hand pain, hepatitis c, adhesion, migraine and nasal septum deviation. Concomitant products included since 2000, hydrocodone bitartrate;paracetamol (vicodin), naproxen, paracetamol (tylenol) and rizatriptan benzoate (maxalt) since 2000. In 2012, the patient experienced allergy to metals ("nickel allergy/nickel allergy") and vaginal discharge ("vaginal discharge/vaginal discharge"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced nausea ("nausea/nausea"), 28 days after insertion of essure. In (B)(6) 2012, the patient experienced abdominal distension ("bloating/gastrointestinal or digestive system condition type: bloating/stomach swollen"), pelvic pain ("pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced abdominal pain ("abdominal pain/abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced rash ("skin rashes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain lower both side pain/cramping") and complication of device removal ("reopened my c-section site to cut the tubes out./complication of device removal"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, salpingitis, abdominal distension, rash, back pain, pelvic pain, nausea, dysmenorrhoea, vaginal discharge, weight increased, menorrhagia, vaginal haemorrhage and complication of device removal outcome was unknown and the genital haemorrhage, abdominal pain, allergy to metals and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, complication of device removal, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, salpingitis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2013, surgical removal of coil and on (B)(6) 2015, hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, dysmenorrhea, abdominal pain lower. Lot number a46112 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), genital haemorrhage ("heavy bleeding/bleeding") and salpingitis ("chronic salpingitis") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test:". The patient's past medical history included stomach ache, vaginal bleeding, pelvic adhesions, nickel sensitivity, parity 3, c-section and premature labor. Previously administered products included for an unreported indication: amoxicillin and nuvaring. Past adverse reactions to the above products included urticaria with amoxicillin. Concurrent conditions included headache, abdominal pain lower, knee pain, pain ankle, vomited, irregular menstrual cycle and heavy periods. Concomitant products included naproxen, paracetamol (tylenol) and vicodin. In 2012, 28 days after insertion of essure, the patient experienced abdominal distension ("bloating/gastrointestinal or digestive system condition type: bloating/stomach swollen"), pelvic pain ("pelvic pain/pain"), allergy to metals ("nickel allergy/nickel allergy"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge/vaginal discharge"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced nausea ("nausea/nausea"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain ("abdominal pain/abdominal pain"), back pain ("back pain") and weight increased ("weight gain"). On (B)(6) 2013, the patient experienced rash ("skin rashes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required) and abdominal pain lower ("abdominal pain lower both side pain/cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2015). Essure was removed in 2013. At the time of the report, the device dislocation, abdominal distension, rash, back pain, pelvic pain, nausea, dysmenorrhoea, vaginal discharge, weight increased, menorrhagia and vaginal haemorrhage outcome was unknown and the genital haemorrhage, abdominal pain, allergy to metals and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, salpingitis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 0(B)(6) 2013, (B)(6) 2015, surgical removal of coil hysterectomy with bilateral salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, dysmenorrhea, abdominal pain lower. Most recent follow-up information incorporated above includes: on 7-jun-2018: pfs and mr received. Events per pfs: chronic salpingitis and abdominal pain lower was added. Patient's medical history was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test:". The patient's past medical history included stomach ache, vaginal bleeding and pelvic adhesions. Concurrent conditions included headache, abdominal pain lower, knee pain, pain ankle, vomited and irregular menstrual cycle. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 27 days after insertion of essure, the patient experienced nausea ("nausea"). In 2013, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On 30-dec-2013, the patient experienced rash ("skin rashes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on 31-mar-2015). Essure was removed on 31-mar-2015. At the time of the report, the device dislocation, genital haemorrhage, abdominal distension, rash, abdominal pain, back pain, pelvic pain, nausea, dysmenorrhoea, vaginal discharge, weight increased, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 04jan2013, 31mar2015, surgical removal of coil hysterectomy with bilateral salpingectomy most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff fact sheet and medical record: reporters, historical condition, concomitant disease, patient demographic and events (abnormal bleeding (vaginal, menorrhagia), nickel allergy nausea, dysmenorrhea (cramping), pain, vaginal discharge, weight gain / loss specify which one: weight gain, did not undergo an essure confirmation test) were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), salpingitis ("chronic salpingitis") and genital haemorrhage ("heavy bleeding/bleeding") in a 28-year-old female patient who had essure (batch no. A45112,a46112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test: no". The patient's medical history included stomach ache, vaginal bleeding, pelvic adhesions, nickel sensitivity, parity 3, c-section, premature labor, septoplasty and abdominal adhesions. Previously administered products included for an unreported indication: amoxicillin and nuvaring. Past adverse reactions to the above products included urticaria with amoxicillin. Concurrent conditions included headache, abdominal pain lower, knee pain, pain ankle, vomited, irregular menstrual cycle, heavy periods, nickel sensitivity, hand pain, hepatitis c, adhesion, migraine and nasal septum deviation. Concomitant products included cyclobenzaprine hydrochloride (flexeril) since 2000, hydrocodone bitartrate;paracetamol (vicodin), naproxen, paracetamol (tylenol) and rizatriptan benzoate (maxalt) since 2000. In 2012, the patient experienced allergy to metals ("nickel allergy/nickel allergy") and vaginal discharge ("vaginal discharge/vaginal discharge"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced nausea ("nausea/nausea"), 28 days after insertion of essure. In november 2012, the patient experienced abdominal distension ("bloating/gastrointestinal or digestive system condition type: bloating/stomach swollen"), pelvic pain ("pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced abdominal pain ("abdominal pain/abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced rash ("skin rashes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain lower both side pain/cramping") and complication of device removal ("reopened my c-section site to cut the tubes out./complication of device removal"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, salpingitis, abdominal distension, rash, back pain, pelvic pain, nausea, dysmenorrhoea, vaginal discharge, weight increased, menorrhagia, vaginal haemorrhage and complication of device removal outcome was unknown and the genital haemorrhage, abdominal pain, allergy to metals and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, complication of device removal, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, salpingitis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2013, surgical removal of coil and on (B)(6) 2015, hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, dysmenorrhea, abdominal pain lower. Most recent follow-up information incorporated above includes: on 26-feb-2019: pfs received: lot number, new reporter, race and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), rash ("skin rashes"), abdominal pain ("abdominal pain"), back pain ("back pain") and pelvic pain ("pelvic pain"). The patient underwent a surgery to remove the essure implant on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, abdominal distension, rash, abdominal pain, back pain and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device dislocation, genital haemorrhage, pelvic pain and rash to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.